Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Piston was not tight and the liquid (cytostatics) ran behind the piston. When did the incident occur? During use. We have now had the problem 3 times that the plunger of a syringe from your company was not tight and the liquid (cytostatics) ran behind the plunger. The employees noticed it soon enough, but due to the accumulation I would like to report it now. It is the bd plastipak spirtze 50/60 ml. Ref (B)(4) lot: 2403031.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, there was no damage or other defect identified within the product that could have lead to any leakage. A device history review was performed for reported lot 2403031, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned sample, all product was verified to meet required specification and no leakage was observed. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.